Event description:
It was reported that patient underwent a total hip arthroplasty utilizing a low profile screw on (B)(6) 2013. During the procedure, the inside of the screw head was missing the hex and was completely rounded. No further information was provided on how the procedure was completed.

Manufacturer narrative:
Examination of the returned device found confirmed the reported issue. Additional units from this lot were evaluated and found to be conforming. It is likely that a setup part was mixed with the finished parts. Inspection criteria was updated to include a picture of acceptable hex feature.